Manufacturer narrative:
(B)(4). The customer technical advocate advised the operator to replace the sample probe and calibrate the r1 and r2 pipettor. During customer follow up, the customer performed the recommended troubleshooting and the issue was resolved. The current rate for the architect (B)(4) erratic occurrences/million tests and complaints/million tests are below the internal rate documented at the launch for the architect (B)(4). A review of quality metrics did not identify any adverse trends related to this issue. Labeling was reviewed and found to be adequate. The architect system operations manual (list number 201837-105) provides adequate information about troubleshooting for erratic results, operational precautions, and limitations. Based on the available information, no product deficiency was determined. After the customer performed the recommended troubleshooting of replacing the sample probe and calibrating the r1 and r2 pipettor, the issue was resolved.

Event description:
The customer stated they have noted imprecision on the architect ca 19-9 xr assay. A patient generated an initial ca 19-9 xr result of 20 u/ml. The sample was stored at 2-8 deg c overnight and retested the next day with results of 41 and 47 u/ml. No impact to patient management was reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.